Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached connector was confirmed, and the damage appears to have occurred during use. An 8.6cm broviac catheter segment was returned for investigation. The intermediate tubing extended 2.5mm from the distal end of the clamping oversleeve. The intermediate tubing also extended 6.5mm from the proximal end of the clamping oversleeve. The catheter segment was received without the female luer adaptor and crimp collar. An annular impression was observed in the clamping oversleeve 3mm from the proximal edge, which indicates that the crimp collar was crimped over the clamping oversleeve. The printing on the clamping oversleeve was worn and faded. Residue from what could be tape or dressing remained adhered to the distal 2.5cm of the clamping oversleeve. The cross section at the distal end of the catheter segment was microscopically examined and the surface was noted to be glossy and striated, which is indicative of a sharp instrument cut. The distal segment of the catheter was not returned for investigation. A functional test revealed no leaks in the catheter. The separation between the crimp collar and luer adaptor most likely occurred with manipulation of the catheter while in use. It was reported that the white hub detached when the catheter was pulled. The nursing procedure manual indicates to secure broviac catheters out of sight for infants and children. It states, ¿do not allow child to chew or pull on tubing at any time to avoid catheter damage or breakage.¿ a lot history review (lhr) of reap0493 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reap0493) have been reported from the same facility.

Event description:
Facility reported that a 2.7 fr broviac "broke". The catheter was placed on (B)(6) 2016. The patient came to the ed on (B)(6) 2017. The patient's mother stated that the catheter was pulled and the white hub sheared off. Mother reported that the clamped end fell off and that they could not find it. Facility stated that they could not repair the device as the stent would not thread into the inner lumen. No patient injury reported.